Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during and unknown procedure, it wasn´t possible to open or close the grasp. There was no patient outcome. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t9274v. Investigation summary: the device was received with the I-blade lower tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented functionality of the jaw. The jaw was unable to cycle opened and closed. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.